Manufacturer narrative:
Argus case ID (B)(4).

Event description:
My father accidentally swallow the product what should we do next [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident for partials denture cleanser tablets) tablet (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident for partials denture cleanser tablets. On an unknown date, an unknown time after starting polident for partials denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident for partials denture cleanser tablets. Additional information: adverse event information was received via call on (B)(6) 2019. The patient's daughter called and reported that, "my father accidentally swallowed the product, what should we do next?"